Manufacturer narrative:
An event of complete heart block and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the complete heart block could not be conclusively determined. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances as temporary pacemaker was placed and the patient was hospitalized for monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, the valve had to recapture twice due to implant depth on the left coronary cusp (lcc) was deemed high. During the recaptures, patient's normal sinus rhythm changed to a complete heart block. A temporary pacing was left in situ post implant and for a review for permanent pacemaker (ppm) implant. The final implant depth of the valve was 3.3mm on the non-coronary cusp (ncc) and 3.5mm on the left coronary cusp (lcc). The patient required prolonged hospital stay 2-3 days. The patient was reported recovering.